Event description:
It was reported that the dexcom g7 failed to pair with the ilet, repeatedly reverting from pairing to start sensor despite code re-entry, device restarts, bluetooth checks, and sensor replacement, resulting in signal loss to the ilet only and necessitating replacement of the ilet. Symptoms included hyperglycemia with a reported peak of 348 mg/dl, thirst, and alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included prolonged hyperglycemia over six hours and the user transitioning to subcutaneous insulin via pens as backup therapy without hospitalization or medical intervention. Investigation included review of device history and alerts, confirmation of correct sensor code entry and cgm mode, bluetooth verification, device and app restarts, and assessment that the cgm was functioning in the dexcom app but not connecting to the ilet. Investigation of this case revealed a pairing malfunction resulting in loss of cgm data transmission to the pump, with no evidence of user error identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction preventing cgm pairing to the ilet. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.